Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 90 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. No e70 alarm on alarm history screen. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked reservoir tube lip and reservoir tube cracked. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.